Event description:
It was reported that shortly after implant, this right ventricular (rv) lead dislodged. A revision to reposition this lead has been scheduled. No adverse patient effects were reported. At this time, this lead remains in service.additional information was received that a revision procedure was performed and this lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.